Manufacturer narrative:
No button error alarm. Unit received with intermittent b button response due to moisture damage keypad trace. No moisture damage electronic or motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid and fell in the water. The customer reported that the insulin pump started to freeze and alarmed button error during bolus. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instruction. The insulin pump will be returned for analysis.